Manufacturer narrative:
A supplemental report is being submitted for patient relevant history and lab results. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h10: d10 additional products: d4: serial #: (B)(6). D10: yes, return date: 10-jan-2020 dev rtn to MFR? Yes d4: serial #: (B)(6). D10: yes, return date: 10-jan-2020 dev rtn to MFR? Yes d4: serial #: (B)(6) d10: yes, return date: 10-jan-2020 dev rtn to MFR? Yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction supplemental report is submitted to revise the lab results date. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2015. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jan-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 02-jan-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 09-may-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited a loose metal ring on the driveline port, and controller fault and ventricular assist device (vad) stopped alarms. The primary controller was exchanged with a second controller. The vad would not restart and the second controller exhibited a vad stopped alarm. The second controller was exchanged back to the primary controller and the vad did not start. The primary controller was exchanged back to the second controller and the vad did not start. The second controller was exchanged with a third controller. The vad did not start and the third controller exhibited a vad stopped alarm. The patient received a balloon pump and a heart transplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B1 adverse event or product problem corrected from product problem to adverse event <(>&<)> product problem. B2 outcome attributed to adverse event corrected to life threatening, intervention required and h ospitalization. B5 description of event problem corrected to include that the patient was admitted. No further patient complications have been reported as a result of this event. H1 type of reportable event corrected from malfunction to serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was admitted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h6:FDA method code(s): b01, b14, b15 h6:FDA result code(s): c04, c16, c19 h6:FDA conclusion code(s): d02, d10, d0301 serial or lot#: (B)(6) h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10 serial or lot#: (B)(6) h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10 product event summary: the pump (B)(6) and three (3) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated pump and controller (B)(6) met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface; this increase in friction was investigated under the CAPA pr00502194 investigation. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned controllers ((B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller (B)(6) revealed that the pump connector was found loose from the controller housing. An internal inspection did not reveal evidence of fluid ingress. Review of the controller log files associated with the patient¿s primary controller, (B)(6), revealed a vad disconnect alarm logged on 03/jan/2020 at 15:56:29 due to the disconnection of the driveline from the controller. A controller power up event was logged with (B)(6) on 03/jan/2020 at 15:53:36 due to preparation for a controller exchange to the secondary controller as mentioned in the reported event details. After the controller power up, the date/time was manually adjusted to 14:53:40 on the controller. Due to the adjustment in date/time on the backup controller, the sequence of events after the time change is not able to be determined. A vad stopped alarm was logged on (B)(6) on 03/jan/2020 at 15:03:44, indicating that the pump failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. A controller power up event was logged with (B)(6) on 03/jan/2020, at 16:01:31. The controller was without power for 4 minutes and 49 seconds, indicating that the controller was likely powered up after the initial controller exchange due to an unsuccessful motor start attempt, as mentioned in the reported event details. A vad stopped alarm was logged on (B)(6) on 03/jan/2020 at 16:02:13, indicating that the pump failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. Log file analysis revealed power consumption above 25 watts during the period in which the pump was attempting to restart. Additionally, a review of the (B)(6) log files revealed that the controller logged an entry in the event file at 16:03:52, indicating memory corruption between the user interface controller (uic) and the pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. The event file also logged an entry at 16:03:52, indicating that the pmc had reset itself intentionally. The pmc reset was followed nine (9) seconds later, at 16:04:01, by a controller fault alarm that was due to the pump not starting after the pmc reset. Based on the analysis, the controller fault alarm and pmc reset were triggered by pump stop after the pump failed to restart after several attempts. The pmc firmware is designed to detect memory corruption errors. In this event, the pmc firmware was erroneously triggered due to the way the firmware updated the memory variables when the pump was stopped. The observed pmc reset did not contribute to the reported vad stop event. Review of the controller log files associated with the controller (B)(6) revealed multiple vad stopped and vad disconnect alarms logged on 03/jan/2020. The vad stopped alarms were due to a failure of the pump to start after several attempts. The vad disconnect alarms are likely due to a physical disconnection of the driveline from the controllers, which correlates with the multiple controller exchanges reported to troubleshoot the alarms. As a result, the reported controller loose/damage, vad stopped alarms, failure to restart, controller fault alarm, and high power events were confirmed. The reported pump noisy and vibration events could not be confirmed due to insufficient evidence. The most likely root cause of the reported loose driveline connector port event can be attributed to improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. A possible root cause of the reported controller fault alarm and observed pmc reset event can be attributed, but not limited, to pmc firmware recording erroneously memory values during pump failure to restart event. Based on the investigation conducted, the most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms and high power event can be attributed to failure of the pump to restart after several attempts. Hw40796 is part of fca cvg-21-q3-21. CAPA pr00502194 investigated pump failures to restart. This condition of the pump¿s failure to restart might have resulted in the reported ¿vad chugging while attempting to restart and vibration¿. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, hw40796 falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and three (3) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated pump and controller (B)(6) met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface; this increase in friction was investigated under the CAPA pr00502194 investigation. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned controllers (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller (B)(6) revealed that the pump connector was found loose from the controller housing. An internal inspection did not reveal evidence of fluid ingress. Review of the controller log files associated with the patient¿s primary controller, (B)(6), revealed a vad disconnect alarm logged on 03-jan-2020 at 15:56:29 due to the disconnection of the driveline from the controller. A controller power up event was logged with (B)(6) on 03-jan-2020 at 15:53:36 due to preparation for a controller exchange to the secondary controller as mentioned in the reported event details. After the controller power up, the date/time was manually adjusted to 14:53:40 on the controller. Due to the adjustment in date/time on the backup controller, the sequence of events after the time change is not able to be determined. A vad stopped alarm was logged on (B)(6) on 03-jan-2020 at 15:03:44, indicating that the pump failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. A controller power up event was logged with (B)(6) on 03-jan-2020, at 16:01:31. The controller was without power for 4 minutes and 49 seconds, indicating that the controller was likely powered up after the initial controller exchange due to an unsuccessful motor start attempt, as mentioned in the reported event details. A vad stopped alarm was logged on (B)(6) on 03-jan-2020 at 16:02:13, indicating that the pump failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. Log file analysis revealed power consumption above 25 watts during the period in which the pump was attempting to restart. Additionally, a review of the (B)(6) log files revealed that the controller logged an entry in the event file at 16:03:52, indicating memory corruption between the user interface controller (uic) and the pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. The event file also logged an entry at 16:03:52, indicating that the pmc had reset itself intentionally. The pmc reset was followed nine (9) seconds later, at 16:04:01, by a controller fault alarm that was due to the pump not starting after the pmc reset. Based on the analysis, the controller fault alarm and pmc reset were triggered by pump stop after the pump failed to restart after several attempts. The pmc firmware is designed to detect memory corruption errors. In this event, the pmc firmware was erroneously triggered due to the way the firmware updated the memory variables when the pump was stopped. The observed pmc reset did not contribute to the reported vad stop event. Review of the controller log files associated with the controller (B)(6) revealed multiple vad stopped and vad disconnect alarms logged on 03-jan-2020. The vad stopped alarms were due to a failure of the pump to start after several attempts. The vad disconnect alarms are likely due to a physical disconnection of the driveline from the controllers, which correlates with the multiple controller exchanges reported to troubleshoot the alarms. As a result, the reported controller loose/damage, vad stopped alarms, failure to restart, controller fault alarm, and high power events were confirmed. The reported pump noisy and vibration events could not be confirmed due to insufficient evidence. The most likely root cause of the reported loose driveline connector port event can be attributed to improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. A possible root cause of the reported controller fault alarm and observed pmc reset event can be attributed, but not limited, to pmc firmware recording erroneously memory values during pump failure to restart event. Based on the investigation conducted, the most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms and high power event can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of fca cvg-21-q3-21. CAPA pr00502194 investigated pump failures to restart. This condition of the pump¿s failure to restart might have resulted in the reported ¿vad chugging while attempting to restart and vibration¿. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and three controllers ((B)(6) , (B)(6) , and (B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller ((B)(6) ) met all requirements for release. Failure analysis of the returned vad revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned controllers ((B)(6) and (B)(6) ) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller ((B)(6) ) revealed that the device passed functional testing. Visual inspection revealed that the vad connector was found loose from the controller housing. An internal inspection did not reveal evidence of fluid ingress. Review of the controller log files associated with the patient¿s primary controller, (B)(6) , revealed a vad disconnect alarm logged on 03-jan-2020 at 15:56:29 due to the disconnection of the driveline from the controller. A controller power up event was logged with (B)(6) on 03-jan-2020 at 15:53:36 due to preparation for a controller exchange to the secondary controller as mentioned in the reported event details. After the controller power up, the date/time was manually adjusted to 14:53:40 on the controller. Due to the adjustment in date/time on the backup controller, the sequence of events after the time change is not able to be determined. A vad stopped alarm was logged on (B)(6) on 03-jan-2020 at 15:03:44, indicating that the vad failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. A controller power up event was logged with (B)(6) on 03-jan-2020, at 16:01:31. The controller was without power for 4 minutes and 49 seconds, indicating that the controller was likely powered up after the initial controller exchange due to an unsuccessful motor start attempt, as mentioned in the reported event d etails. A vad stopped alarm was logged on (B)(6) on 03-jan-2020 at 16:02:13, indicating that the vad failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. Additionally, a review of the (B)(6) log files revealed that the controller logged an entry in the event file at 16:03:52, indicating that the user interface controller (uic) was not in communication with the pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing vad parameters, monitoring and maintaining the vad at the desired speed. The event file also logged an entry at 16:03:52, indicating that the pmc had reset itself intentionally. The pmc reset was followed nine seconds later, at 16:04:01, by a controller fault alarm that was due to the vad not starting after the pmc reset. The observed pmc reset did not contribute to the reported event. A possible root cause of the observed pmc reset can be attributed, but not limited, to a temporary memory corruption. Review of the controller log files associated with the controller (B)(6) revealed multiple vad stopped and vad disconnect alarms logged on 03-jan-2020. The vad stopped alarms were due to a failure of the vad to start after several attempts. The vad disconnect alarms are likely due to a physical disconnection of the driveline from the controllers, which correlates with the multiple controller exchanges reported to troubleshoot the alarms. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the loose driveline connector can be attributed to a displaced retention nut. An internal investigation evaluated failures of the vad to restart at the system level (interaction between the vad and peripheral devices). Based on an extensive internal investigation, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d4: serial #: (B)(6) h3: yes. H6: FDA method code(s): 10, 3331, 4112. H6: FDA results code(s): 180, 213, 3213. H6: FDA conclusion code(s): 4307, 4310. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 4310. D4: serial #: (B)(6) .h3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited high power consumption, was heard to be chugging while at tempting to restart and the patient felt vibration in their chest.